Event description:
It was reported that during a tonsillectomy procedure using the coblator ii controller, the unit alarmed and the coblation settings began changing without prompting. The facility opted to complete the procedure using a competitor's device. There was no significant delay or patient complications reported as a result of this event.